Event description:
A surgeon reported that the surface of the probe needle and port opening area were ¿rough¿ to insert into the trocar cannula during a procedure. There was no harm to the pt.

Manufacturer narrative:
The customer returned one 23 gauge vitrectomy probe for rough needle surface. The sample was visually inspected and found to be nonconforming because of a large area of epoxy on the outer diameter of the needle. An attempt was made to insert the probe into a 23 ga trocar cannula and although it can be inserted, it was not easy to pass through due to the epoxy that was present on the needle. The probe needle would easily insert at the tip, but then it became difficult where the epoxy was present. The device history record for this complaint could not be reviewed; no component lot number was identified with this complaint. The rough needle surface of the 23 gauge vitrectomy probe was caused by epoxy on cannula. Inspection for excess epoxy is performed during the mfg process; however, this occurrence was not detected. (B)(4).